Event description:
It was reported that a pump declared an alarm during insulin pumping. There was no reported impact to the customer's blood glucose level. The customer was assisted by technical support in loading a new cartridge using the correct technique and successfully resumed insulin therapy.